Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, the user experienced the non-patient end needle separating from the holder/hub. The following information was provided by the initial reporter. The customer stated: when the nurse started collection, 1 tube, the pre attached holder looses from the needle.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 2022-mar-10. H6: investigation summary: bd received 50 samples for investigation. 20 of the returned samples were evaluated by functional testing, each used to draw a vacutainer tube with water and the indicated failure mode for needle holder separation with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode needle holder separation. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, the user experienced the non-patient end needle separating from the holder/hub. The following information was provided by the initial reporter. The customer stated: when the nurse started collection, 1 tube, the pre attached holder looses from the needle.